Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, narrow, and heavily calcified lesion in the distal posterior descending artery. A non-abbott guide wire and a 014 whisper extra support (es) guide wire were advanced in a buddy wire technique. Unspecified non-compliant (nc) balloon catheters were advanced to pre-dilate the proximal and mid right coronary artery. An attempt to pull the unspecified nc balloon catheter back through the whisper es wire was made; however, resistance between the devices was felt. It seemed as though the whisper es guide wire was swelling and it caused difficulty when pulling it back. The whisper guide wire was removed and the procedure was successfully completed with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove and physical property issue were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that a coagulation of blood and/or contrast on the guide wire resulted in the reported physical property issue (noted swelling), thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.